Manufacturer narrative:
Insulin pump passed self test. No alarm occurred during testing and error is not in the alarm history. All buttons functioned properly. However, found moisture damage to the keypad traces during visual inspection. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed failed self test. The device did count up and the buttons weren't working. Alarm and possible causes were explained to the customer. Alarm did not occur during the rewind or prime sequence. A temp basal was not programmed before the alarm occurred. Customer was advised to revert to back up plan. Customer's blood glucose was unknown. No further information reported.